Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 3: infusing 3 units blood to pt - pump had multiple interruptions 1 alarms (air in line). Trouble shooting done (flushing IV, re-prime IV line, checking tubing in channel, tried other tubing x3). Kept alarming - could not use pump. Tried 2nd pump-still issues.